Event description:
The plaintiff's attorney alleged the decedent experienced an unspecified injury and or death on (B)(6) 2012 after use of the product.

Manufacturer narrative:
This is one event (death) for the same pt involving two separate products.